Event description:
Licox incidents with three separate pt. It was reported that the bolt came out of the pt's heads. The user facility reported that the bolt was all the way into each pts' skull, but the bolt came out. The three incidents occurred in both adults and children. Further information confirmed it was the probe that fell out of the pt's head, not the bolt as originally reported. This medical device report is linked to 9617494-2005-00024 and 9617494-2005-00025.